Event description:
Surgeon was using a soft tip cannula during a fluid air exchange and found it difficult to insert through an alcon valved cannula. Surgeon noticed that the tip was severed when he retracted the tip through the valved cannula. The severed tip was identified during the scleral depression exam; he called for a 25 gauge forcep and retrieved the severed tip. No patient harm.